Event description:
Caller reported a malfunction on the pump, identified as malf 12, with a fault ID of 0x2071. The issue caused the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), displaying as "high". The customer addressed the high blood glucose level through a correction injection via multiple daily injections (mdi) and did not require any third-party assistance. Technical support resolved the issue by sending a replacement pump with updated software to the customer, advising them on necessary actions for putting the existing pump into storage mode and replacing it. The customer reverted to an alternate method of insulin therapy.